Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to recognize the therapy electrode connection. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
The reported problem (skin irritation) was confirmed. A us distributor reported that the patient was experiencing a skin irritation under the front therapy electrode. The area was described as skin breakdown. The patient's nurse cleaned the area and applied a skin barrier cream. It was also reported that the patient had a wound vac, but that it was not underneath any of the therapy electrodes. During a follow-up, the patient was unsure if the irritation had improved. The final medical outcome is unknown. Additionally, the us distributor reported that the patient was receiving frequent gong alarms and that the patient's monitor had a damaged case.